Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacture date: february 22 2016 - february 23, 2016. Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that fluid was inside the bag that contained the unit. A functional leak test was performed and evidence of leak was observed at a non baxter connector. The connector could not be manually removed from the infusor¿s luer. Since the connector is not a baxter¿s product, the infusor device was determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.